Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the device reaching end of life. Patient uses high amplitude of therapy. The device was explanted, and a new device was implanted as a result to resolve the use. The new device was programmed to provide high power effective therapy post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.